Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) exhibited post paced t wave oversensing. No intervention was done. There were no patient consequences.

Event description:
New information received notes that the patient had presented in clinic and device interrogation revealed the ICD exhibited post-paced t-wave oversensing (pptwos). Programming changes were performed to resolve the issue. The patient was in stable condition before and post interrogation.